Event description:
Patient had a high rv lead threshold since shortly after lead was implanted. Rv output was 5.0@1.0 for several years to accommodate high threshold. This output drained the battery. On (B)(6) 2017, venogram was shot to assess left subclavian vein patency for new pace / sense rv lead insertion, physician noted the rv lead was mal positioned (rv coil was not distal enough). At this point, physician decided to place a totally new tachy rv lead. As access was achieved and wire advanced, the linox smart s65 lead had moved more proximal. At this point, it was noted that the linox was easy to move and was easily extracted. Should more information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10.5 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection showed deformations of the shock coil. It is reasonable to assume that this damage resulted from the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Patient had a high rv lead threshold since shortly after lead was implanted. Rv output was 5.0 at 1.0 for several years to accommodate high threshold. This output drained the battery. On (B)(6) 2017, venogram was shot to assess left subclavian vein patency for new pace / sense rv lead insertion, physician noted the rv lead was mal positioned (rv coil was not distal enough). At this point physician decided to place a totally new tachy rv lead. As access was achieved and wire advanced, the linox smart s65 lead had moved more proximal. At this point it was noted that the linox was easy to move and was easily extracted. Should more information become available, this file will be updated.